Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device was attached to a defibrillator and error message code "test fail" displayed on monitor screen. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
In section "h6" an appropriate device component subassembly could not be located. Zoll technical service found that the magnets in the paddle shoes to be at fault.